Manufacturer narrative:
The reported issue was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 error 255-32784-275. Power supply was not connected prior to system maintenance. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue - user error. A review of the device history record showed the device had a manufacture date of 25sep2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device had received error code 255-32784-275. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 error 255-32784-275. Technical support- 1. Ensure the 8015 is connected to ac power prior to connecting to system maintenance. 2. Return module to the factory. I structed isaac to connect pcu 8015 to ac power. Ac power was connected and the error went away. A review of the device history record showed the device had a manufacture date of 25sep2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure. Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 error 255-32784-275. Technical support- 1. Ensure the 8015 is connected to ac power prior to connecting to system maintenance. 2. Return module to the factory. I structed isaac to connect pcu 8015 to ac power. Ac power was connected and the error went away. A review of the device history record showed the device had a manufacture date of 25sep2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure. For salesforce files, are we still using this statement?: a review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : not provided.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 255-32784-275. There was no patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device had received error code 255-32784-275. There was no patient involvement.